Event description:
Additional information was recevied that the patient received appropriate therapy for ventricular fibrillation (vf) which had successful conversion and normal impedance measurements, thus the defibrillation threshold (dft) test was cancelled. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the shock configuration was changed to rv coil to can and defibrillation threshold (dft) testing was performed successfully. The rv lead and device remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range shock lead impedance on the device and right ventricular (rv) lead, however the clinician noted they were unable to view the alert on the remote home monitoring system website. Boston scientific technical services (ts) was consulted and discussed that due to the impedance test being performed every 21 hours, there may be times where two measurements are performed in one day. Ts noted that the alert was for high out of range shock impedance measurements. Ts also noted that four months earlier there was a manual shock impedance test where when programmed rv to right atrial (ra), the shock impedance was 130 ohms. The lead was reprogrammed to unipolar and defibrillation threshold (dft) testing will be performed at a later date. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.